Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, it was found that there was failure in shape of the staple in the double-stapling site, the stapling stopped and could not be advanced. The jaws of the device locked on tissue, the display of excessive force was indicated temporarily and the firing stopped, but when the firing was performed again, it advanced a little and stopped again. At that time, excessive force indication was not displayed. Total of five firings at the 2nd to 6th firing , the stapling stopped midway, but on and after the 7th firing, the stapling became possible as usual. The jaws were opened in the middle of stapling and replaced with another cartridge and the handle was also replaced to complete the case. The surgical time was extended for more than 30 minutes. There was no patient injury.